Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that at a routine follow up appointment, a substantial decrease in the battery longevity was observed. The physician suspected the device had prematurely depleted. The device was explanted and replaced to resolve the event and no additional adverse patient consequences were reported. The device was received for analysis and is currently pending investigation. Once the analysis is complete, this record will be updated.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. "*remember to add z number to your report, if applicable/available. Can be found under product status in tracking groups in the ca assigned number column. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a routine follow up appointment, a substantial decrease in the battery longevity was observed. The physician suspected the device had prematurely depleted. The device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a routine follow up appointment, a substantial decrease in the battery longevity was observed. The physician suspected the device had prematurely depleted. The device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a routine follow up appointment, a substantial decrease in the battery longevity was observed. The physician suspected the device had prematurely depleted. The device was explanted and replaced to resolve the event and no additional adverse patient consequences were reported. The device is expected for analysis, but has not yet been received.